Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint of stuck keypad was confirmed during the power up test. The root cause of the issue was a defective keypad. The keypad, overlay, and rear label were replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for a key stuck error, during device evaluation, a key defective keypad was identified. There was no patient involvement.